Manufacturer narrative:
Concomitant medical products: 4058m58 lead, implanted unk 694765 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture due to high and variable thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture due to high and variable thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4058m58 lead, implanted unk 694765 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.